Manufacturer narrative:
H10. H3, h6: the returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the returned device and the reported event. Review of complaint history of the reported lot number for the past 3 years found no other similar complaints. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during manufacturing process related to the reported event. Visual inspection under magnification of the wands shows extensive wear on electrode. The insulation on the shaft is in good condition and not compromised. The wand was tested using a compatible controller c2 and activated in saline solution at default and max settings and on ablate- and coagulation and produced plasma on the remaining electrodes as intended. The suction- and saline line were tested by using a syringe and performed as intended. The complaint was verified and the root cause could not be determined with certainty. Factors which can contribute the reported issue ¿broken tip¿ includes: low suction rate, the saline flow was too low; large, ablated tissue remnants, using excessive force, saline management; there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a tonsillectomy and adenoidectomy procedure, the metal electrode wire was fusing and broken. There were no pieces left in the patient and a backup device was available to complete the procedure. No delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.